Manufacturer narrative:
(B)(4). The patient reported she had 4 previous surgeries on the left shoulder. Three weeks after each surgery, her pain increased and she had more inflammation and edema in the shoulder. The patient has had an MRI.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she had a left rotator cuff repair in 2005 and suture was used. The pain increased about 3 weeks after the surgery. The patient underwent a subsequent label tear repair procedure on (B)(6) 2010 and during the surgery, two foreign bodies, which were noted to be sutures that were placed in the previous arthroscopy, were found in the glenohumeral joint. The surgeon established multiple portals in the rotator interval for instrumentation and the foreign bodies were removed. The patient reports that the suture caused a possible foreign body reaction.